Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was confirmed and the mvs would not start up. The medtronic representative found that the issue was being caused by the system needing new fuses. The rep replaced the fuses. The replaced fuses were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the mobile view station (mvs) would not turn on. No patient was present during the time of the reported incident.